Event description:
It was reported that patient underwent total hip arthroplasty procedure utilizing an acetabular cup inserter on unknown date. During the procedure, it was noticed a piece of metal fell into the wound and was retrieved.

Manufacturer narrative:
Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Review of receiving certificate of conformance showed that lot had no anomaly or deviation. The user facility was notified of the event on (B)(6) 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 1 of 1 mdrs filed for this event (B)(4). This report submitted (B)(6) 2012.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances.